Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the vacuum pump and replaced the pump diaphragms. The fse ran successful ise checks. Calibration was last performed on (B)(6) 2023 with acceptable results qc was acceptable. There is no indication of a reagent performance issue. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 152 mmol/l. The customer noted this result was high and repeated the sample. The repeat result was 605 mmol/l with a data flag. The customer repeated the sample on a different c501 module and the result was 138 mmol/l. This result was believed to be correct. No questionable results were reported outside of the laboratory.